Manufacturer narrative:
(B)(4). Final analysis found that the insulation was fractured at 52.5cm from the connector pin. The damage sustained resulted from clavicular crush. An open circuit was found at the same location. The damage found likely resulted in the reported high impedance, high capture threshold, and noise anomalies.

Event description:
It was reported that during routine follow-up, high impedance and capture thresholds were observed on the left ventricular lead. Noise was also noted. No patient symptoms were reported. An insulation anomaly was observed through fluoroscopy. The lead was successfully explanted and replaced on (B)(6) 2016.